Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
It is unknown if the sample is available at this time. A follow up report will be filed if the sample is returned and evaluated or if any additional information becomes available. (B)(4).

Event description:
Baxter received a medwatch in which a customer reported that sedation was to be administered intravenously when the rubber septum of the injection site pushed through when attempting to insert medication (4 separate instances). The reported condition occurred during patient use. No further information was provided. This is report 4 of 4.